Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified one extended opening and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, brown particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two opening sharp in the anterior side (in the same edge) assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the left side.